Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 05aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the central processing unit printed circuit board to address and correct the reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had alarm message of backup alarm failed. The customer reported there was no patient involvement event date not specified; estimate used.